Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
This case was performed with the full understanding that the use of cardiomems is considered off label in pediatric patients. The use of the cardiomems device was deemed beneficial and the decision was made to proceed with the procedure. During the implant procedure, the sensor was released successfully. During removal of the delivery system the sensor pulled back with the delivery catheter to the proximal portion of the left pulmonary artery. The sensor was successfully maneuvered back to the target location. The balloon of the pulmonary wedge catheter was used to aid in the removal of the delivery system and guidewire. Following implantation and calibration of the sensor, hemoptysis was noted. The decision was made to remove the laryngeal mask airway and intubate the patient. A bronchoscopy was performed indicating that the source of the hemoptysis originated from the patients right upper lobe. The patient remained hemodynamically stable and was transferred to the ICU for observation.